Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced lo readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of lo results (less than 20mg/dl). (B)(6), daughter called about the meter reading lo since she purchased this new box of test strips from a pharmacy in (B)(6)when she was visiting. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 105-115mg/dl fasting. Verified the strips expire 5/28/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer is concerned with all results from the time she started to use this vial of strips ((B)(4)). Prior to that the other vial of strips was working perfectly and customer is having no symptoms on a low blood sugar, ran the blood on her mother again and then on herself each gave a l0 reading. Her mother has her blood sugar well maintained so does not run her blood everyday but about 3 times each week. The last time there was a blood result in the meter was with the last vial of strips and it read 114mg/dl on (B)(6) 2016.